Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the wheel wobbles in and out sitting in chair on right side.